Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer's parents reported that their son experienced high bg's while wearing a pod (300-greater than 500mg/dl). No specific pod alarm or issue was noted - no additional info was provided about the device or the event. The pod will be returned for eval.